Event description:
It was reported that the patient underwent cardioversion shock and no icegm was available immediately afterwards. The signals were restored later.

Event description:
It was reported that the patient underwent cardioversion shock and no icegm was available immediately afterwards. The signals were restored later.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states